Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H10. D10. Concomitants - product information: 4619432 188-01-03 - wedge plasma x/o sz 3; 4959407 180-01-52 - nv crown cup clstr hole 52mm group 2; 5008679 170-36-93 - biolox delta femoral head 36mm od, -3.5mm; 5039413 180-65-25 - alteon 6.5mm screw, 25mm; 5083866 101-05-30 - 3.2mm drill bit30mm 1pk. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left hip arthroplasty on (B)(6) 2018, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.